Event description:
A patient reported blood glucose results of "37 mg/dl and 82 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.

Manufacturer narrative:
The lay user's products have not been returned to lifescan for product analysis. The retain test strips were tested and they passed visual testing with no faults found. However, they failed functional testing at 100 level accuracy/precision.